Event description:
Account reports that when they inject medication thru the injection site. The male adapter tends to separate from the IV catheter. States if they just run IV fluids thru the extension set. There doesn't seem to be a problem, but if they put any pressure with the fluid. It separates. States they also use the 2n3326 and the male septum on that set appears to be larger and as a result it provides a more secure connection. Will be sending both products for comparison of the male adapters.